Event description:
Kit was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 worked fine during the procedure, but the pt had bile leakage postoperatively and hospitalization was extended.